Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had a software update failure. It was also indicated that the stylus was not working. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a software update failure. The programmer was returned for service. There was no patient involvement.